Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The customer reported the instrument had no alarm codes. The fse replaced multiple parts such as ise (ion selective electrode) tubing, ise reference block, and ise reference electrode fluid which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) and high chloride (cl) patient results on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer reported one (1) patient sample was affected. The patient sample was re-run on the alternate analyzer and results obtained were considered correct by the customer.